Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that an impedance check was done at a battery replacement. Contacts 7 and 13 were showing higher impedances. The cause was provided as normal use. Patient has not had any change in efficacy or therapy. Physician did not want to replace extensions or refer to nsg for paddle. The issue was resolved. No symptoms and no further complications were reported. On 2020-mar-04 additional information was received from the rep. It was reported that the replacement was due to normal battery depletion. The impedances were noted on the new device that was implanted. No further complications were reported.